Manufacturer narrative:
Additional information received on 08/01/2023. The following sections have been updated accordingly: section a2: date of birth: (B)(6) 1947. Section a3: gender : male. Correction: based on the additional information received. Section h6:health effect - clinical code: code 2639 - capsular bag tear. Device evaluation: product evaluation was not performed because the product has not been received. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that dib00 intraocular lens had a scratch/defect in the center and was observed after implantation. Doctor decided the scratch was noticeable so he cut the lens and removed it. No other information is available.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ asked but not available. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.